Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, e1, g3, h1, h2, h3, h4, h6, h10 radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: acetabular cup with single screw is placed. Intraoperative hardware component placed in the femur, including a proximally serrated femoral stem. The femoral head component has not been placed, but the alignment appears within normal limits. The event/deficiency description of a broken drill cannot be confidently confirmed as there are no metallic foreign bodies confidently seen. There are several artefactual densities on the provided film. Reported event was unable to be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple reports were submitted along with this report 0001825034-2021-02302. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during an initial hip arthroplasty, the drill bit fractured. All pieces were retrieved from the patient. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h4 corrected: d1; d4.

Event description:
No additional event information to report at this time.